Manufacturer narrative:
Smart disclosure is a software tool that collects and makes a record of pt vital signs for 24-72 hours. The original investigation indicated that the customer was not discharging pts correctly, and no MDR was filed as there was no adverse event nor was one likely to occur. In 2009, the customer reported several inconsistencies in the trend reports and the nibp readings. In addition, the customer stated they use smart disclosure to make clinical decisions and they feel these inconsistencies are a risk to the pt. At this point, we decided to file this MDR. An investigation is underway. A follow-up report will be filed as soon as info is available.

Event description:
The customer reported that the g2 trend reports and blood pressure readings are not the same as the bedside monitor.